Event description:
It was reported that the patient inflatable penile prosthesis (ipp) reservoir migrated to the scrotum and the pump distally retracted up. The entire ipp system was removed and replaced with a new one. No further complications were reported. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.